Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported two weeks prior, after the ins replacement (due to normal battery depletion), the patient had a series of four falls and had fallen down the stairs. They called an ambulance and the patient was taken to the emergency room. The neurologist came and checked the device and found deep brain stimulation (dbs) was off. Both the surgeon and the manufacturer representative (rep) stated the therapy was turned on after implant. The caller said the first fall was on (B)(6) 2018 and the next day she was extremely lethargic and thought it was due to the anesthesia. The caller reported the patient was not allowed to use the stairs but the fall involved the stairs. The patient had periods of total dyskinesia, was "wacky", not herself, and had hallucinations. The caller stated when the patient was having an "on" period the hallucinations were not as bad and the patient was more responsive. Then, the patient's breathing gets labored, eyes glass over, and the dyskinesia returns and the patient was more impulsive. It was reported the patient's nurse asked about timing of medications. The caller stated on (B)(6) 2018 the patient had off symptoms 70% and fell twice in the morning when trying to get out of bed. The day prior the patien thad impulsiveness in trying to get out of bed herself and the night of (B)(6) 2018, had hallucinations. The caller stated the "off" periods were shorter at the time of the call. The patient was reprogrammed in the ER and calmed down and 4-5 days later the symptoms returned and she was reprogrammed again and it helped however it was reported "the pattern continued". The device was checked, reprogrammed, and the patient was at a care facility at the time of the call. The caller mentioned the patient was on medications for parkinson's and if she did not receive them on schedule, her symptoms returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient services clarified the caller reported the falls began "two weeks ago yesterday" meaning (B)(6) 2018.